Event description:
The bench technician found no audio from the mx40. There were no reports of a patient injury or harm. It will be considered that the device was not in use when the issue was found. There was no report of patient injury or harm.